Event description:
The customer observed falsely decreased alinity I b-hcg results which does not match with the clinical picture for one patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=< 2.30 iu/l (< or =5.0 iu/l=negative) /repeated=> 15,000 iu/l (> 25.0 iu/l =positive) there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). During the site visit, the abbott field service (fsr) performed troubleshooting, including log review that showed a drop in readings and determined the wash zone probe (08c94-36) the likely cause of the result issue. The part replacement which resolved and the issue. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the wash zone probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the wash zone probe.